Manufacturer narrative:
The device was explanted. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information that high pacing impedances greater than 2000 ohms were detected by this device on the non boston scientific lv lead, along with intermittent noise. It was believed that a setscrew issue on the device may be the cause of the out of range measurements. It was also noted previously that this patient had experienced a syncopal episode, and it could not be determined if this was device related. The device was explanted and replaced with no additional adverse patient effects reported.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted the left ventricular (lv) seal plug was torn. All other seal plugs were intact and all setscrews including the lv setscrew moved freely and operated normally upon testing. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis could not reproduce the clinical findings and the device met specification upon testing.